Event description:
It was reported bd¿ alcohol swabs had foreign material on them. The following information was provided by the initial reporter: "consumer reported that the alcohol swabs are discolored, showing a yellowish color."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary customer returned 2 opened and 20 unopened alcohol swab packets from lot 1221802. The 2 opened alcohol swab packets feature alcohol swabs with significant yellowish discoloration. A review of the device history record was completed for batch #1221802. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of swab discoloration. Root-cause cannot be determined. H3 other text : see h10.

Event description:
It was reported bd¿ alcohol swabs had foreign material on them. The following information was provided by the initial reporter: "consumer reported that the alcohol swabs are discolored, showing a yellowish color."